Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804002 61112139 femoral head sterile, 00784802301 60816128 modular neck, ep-108524 980580 e-poly 40mm +3 hiwall lnr sz24, 106054 791840 ran/bur rnglc shl 54mm sz 24, 103530 874060 ti low profile screw 6.5x15mm, 103532 859980 ti low profile screw 6.5x25mm. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent initial left tha surgery due to arthritis of the left hip with leg length inequality; there were no intraoperative complication noted. There is no record of a revision surgery and no issues reported with the implanted devices. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00137 and 0001822565-2020-00139.

Event description:
It was reported by patients legal counsel that the patient had a left hip arthroplasty approximately ten years ago. Plaintiff has not yet scheduled a surgery for explanation of the left hip components at issue. Patient issues are unknown. Attempts were made to obtain additional information; however, none was available.